Event description:
It was reported that low pacing impedance was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, no diagnostic imaging was performed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received. The reported event of insulation damage was confirmed while the reported event of low pacing impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray of the lead found the damaged outer insulation and the inner coil due to the tie down force consistent with procedural damage.

Event description:
Additional information was received indicating the right atrial (ra) lead was explanted. The patient was in stable condition.

Event description:
Diagnostic imaging was performed and lead damage was observed, suspected to be insulation damage. The patient was in stable condition and continues to be monitored.